Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they had several random no delivery alarms and all the buttons were harder to press and bolus button had to be pressed 2 to 3 times to work. It was reported that the insulin pump took longer to rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.